Event description:
During a laparoscopic splenectomy procedure, a long continuous sound was heard, and the tip of the blade was missing. The blade was retrieved from the pt. There was no pt consequence.